Manufacturer narrative:
E1: initial reporter address (B)(6). The device was received for evaluation. During functional testing, the reported problem of "turn off" was reproduced when the unit was tested on battery mode. A review of event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The unit was inspected and found to have 3 damaged rear case battery pins. The reported condition was verified. The cause was determined to be depressed battery pin contact on the rear case which resulted in improper contact with the battery, causing the unit to turn off unexpectedly when tested in battery mode. This is caused by fluid intrusion and poor cleaning practice. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input upon device power up in the surgery department. There was no patient involvement. No additional information is available.